Manufacturer narrative:
Section a4, a5, a6: unknown/ not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6) 2024 section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3 (no): the device was not returned for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported of experiencing visual issues, seeing circles around light with a monofocal intraocular lens (iol). The patient was told she had scar tissue, which was removed by a specialist. The patient has been to several doctors for additional opinions but feels doctors do not care. The patient is not happy with her vision, which got worse when her the 3rd doctor did laser treatment for the scar tissue. The patient stated that she can drive but had to make a lot of adjustments herself in order to be able to go where she is going. The patient indicated that she can still do her regular activities but she did not like those halos. The patient just started using prescription eyeglasses and they help, but she does not want to be spending extra money buying those. The patient is frustrated and feels that she has to accept what is happening. The lens remains implanted. No other information was provided.